Event description:
It was reported that the touchscreen had a delayed response, although it was not cracked or shattered. Customer reported a high blood glucose level, but a specific value was not provided. To address this, the customer administered a correction bolus via the pump. Technical support provided information on performing a pump reset, which the customer chose to complete. After the reset, the pump passed all tests, resolving the issue.